Event description:
Caller reported damage to pump housing and usb port, which affected the ability to charge the pump. There was no reported impact to customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.